Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported both the first set and the second set moved the teeth in a way that caused tmj and severe jaw pain. The teeth ever straightened, and the jaw suffers from pain. Therefore, the patient wants to cease treatment. Byte cst (clinical support team) advised patient to backtrack back in feb 2024. The patient went out of the country and did not wear the aligners. Upon return, patient was unable to backtrack, and teeth shifted.